Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that the device had early battery depletion. The device was explanted and replaced. It was further reported that the right atrial (ra) lead had high thresholds. The physician suspected the high thresholds might be due to lead position and chose not to replace the lead. The ra lead remains in use. No patient complications have been reported as a result of this event.